Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The water became cloudy when the heater unit connected to the oxygenator was switched on. When filling the set with water, the water was clear. (B)(4).

Manufacturer narrative:
(B)(4). Product has been received for manufacturer investigation. Thereby a visual inspection has been performed. Oxygenator was visual inspected for particles. No particles could be found. During visual inspection it could be confirmed that the mounted tubes on blood inlet and outlet connector have been milky / murky. After cleaning and drying the oxygenator the tubes has been clear and transparent. For further investigation a tightness test has been performed on water side. Thereby no leakage was found. Additionally a 3/8 x 3/32 tube (red) was left standing for 5 days in a glas with nacl 0,9% fresenius rinsing solution. The result was, that the tube piece, which was in the rinsing solution was found milky. Furthermore a device history record has been performed by maquet cardiopulmonary (B)(4) for the complained tubing set lot. Thereby no abnormality was found. Based on the reported information and the investigation results obtained so far the reported failure could be confirmed. As a probable cause it could be determined that the milky tube is a normally reaction of the tube. After a longer time in water or other fluids the tubes are going to be milky or murky. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) requested the product back for investigation but has not received it until yet. A device history record has been performed by maquet (B)(4) for the complained tubing set lot. Thereby no abnormality was found. Investigation is still pending. A supplemental medwatch will be submitted as soon as further information becomes available. Additional information: the product mentioned is a tubing set and the included affected component has the contributing design function of the quadrox-I which is registered under 510(k): k082117.

Event description:
"When the cooler unit was started, to warm the set, it was noticed that the water circulating in the set became cloudy. The set was replaced. Following this, the water was clear. No clinical consequences were reported." (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional info received on 01/05/2016: the event occurred during priming. The treatment was not delayed. (B)(4).